Manufacturer narrative:
It has been reported that a patient was transferred from a bed to a wheelchair using a maxi move passive floor lift and sling. The lift was operated by one caregiver (patient's mother). While the patient was in the supine position, in the initial phase of transfer, the caregiver moved the patient in the sling across the bed mattress. Once the patient was placed next to the bed, the caregiver moved the lift spreader bar from the lying position to the sitting position when the sling shoulder clip detached. As a consequence of the event, the patient fell out of the device. The patient sustained bruising on his right elbow, left knee, and left foot. A caregiver placed a pillow under the patient's head and reapplied the sling to lift the patient back into the wheelchair. The patient was in hospital for examination. It was confirmed that no fractures were noticed. After the event, the device and sling were checked by an arjo technician. The lift functional test did not reveal any malfunction. The sling inspection revealed that the sling clip was loose and required replacement. During the interview, it turned out that the caregiver was not trained on how to use the device. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, but it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The instruction for use for maxi move contains information that: " warnning: important : always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." "Maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." Based on the information provided, it's possible that the tension on the sling could have been influenced by the movement of the patient across the bed mattress. This movement might have caused the sling to shift or loosen, leading to the clip detachment. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use .it has been reported that a patient was transferred from a bed to a wheelchair using a maxi move passive floor lift and sling. The lift was operated by one caregiver (patient's mother). While the patient was in the supine position, in the initial phase of transfer, the caregiver moved the patient in the sling across the bed mattress. Once the patient was placed next to the bed, the caregiver moved the lift spreader bar from the lying position to the sitting position when the sling shoulder clip detached. As a consequence of the event, the patient fell out of the device. The patient sustained bruising on his right elbow, left knee, and left foot. A caregiver placed a pillow under the patient's head and reapplied the sling to lift the patient back into the wheelchair. The patient was in hospital for examination. It was confirmed that no fractures were noticed. After the event, the device and sling were checked by an arjo technician. The lift functional test did not reveal any malfunction. The sling inspection revealed that the sling clip was loose and required replacement. During the interview, it turned out that the caregiver was not trained on how to use the device. The clip sling is attached to the spreader bar¿s attachment lugs of the maxi move floor lift. The lugs have a ¿mushroom shape¿ at the end, that not only ensures that the clip cannot slide off, but it also ensures that the clip is fully on and cannot be partially inserted (it is either ¿on¿ or ¿off¿). Therefore, when a patient is fully suspended, the clips are correctly attached since the straps that connect the clips to the body of the sling are under tension by the weight of the person in the sling lifted. It means that only a force in the opposite direction greater than the one applied by the gravity of the person's weight, would be required to pull out a clip under tension. The instruction for use for maxi move contains information that: " warnning: important : always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the patient's weight is gradually taken up." "Maxi move shall always be handled by a trained caregiver and in accordance with the instructions outlined in these operating and product care instructions." Based on the information provided, it's possible that the tension on the sling could have been influenced by the movement of the patient across the bed mattress. This movement might have caused the sling to shift or loosen, leading to the clip detachment. To sum up, the arjo floor lift and clip sling were used as a system during the patient transfer. The clip detached from the lift spreader bar and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use .

Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med. Ab ltd (under registration #(B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjo hospital equipment ab and any medwatch reports will be submitted under registration #(B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
It was reported that during patient transfer from a bed to a wheelchair. When the patient was placed next to the bed the cargiver (patient mother) moved the spreader bar from a lying to sitting position when the sling shoulder clip detached. As a consequence of the event the patient fell out from the device. The patient sustained a bruising on his right elbow, left knee and left foot.